Event description:
It was reported that the procedure was to treat a 90% stenosed, narrow lesion in the mid left anterior descending artery with mild calcification. Pre-dilatation was performed and the 3.0 x 18 mm vision stent was implanted; however, a dissection occurred. The dissection was treated with a new 3.5 x 12 mm vision stent, and good flow was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: balance middleweight; guide cath: cordis; sheath: cordis. There was no reported product deficiency. The reported dissection is listed in the vision instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.